Manufacturer narrative:
Updated field: b4, d4 lot number, expiry date, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d4 UDI number. It was reported that during intra-aortic balloon (iab) therapy, the patient's puncture was normal and the intra-aortic balloon catheter was properly installed. However, the bleeding occurred within 12 hours of use, and the balloon ruptured, causing blood to flow back. The intra-aortic balloon catheter was immediately replaced.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g4 (PMA/510k) g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: d1, d4 version or model number, catalog number, UDI number.

Event description:
N/a

Manufacturer narrative:
Due to character limit in e1 (event site name: (B)(6). Event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient's puncture was normal and the intra-aortic balloon catheter was properly installed. However the bleeding occurred within 12 hours of use, and the balloon ruptured, causing blood to flow back. The intra-aortic balloon catheter was immediately replaced, and no harm was caused to the patient.